Event description:
During the right heart, catheter examination in the position rv, the balloon disappeared in the rediograph. After this, the catheter was removed. A piece of the balloon was missing. The rest of the balloon couldn't be found at the following examination. With cintrast medium in the heart of the pt. The pt is well.

Manufacturer narrative:
One unit returned for evaluation. Visual inspection of the returned units shows both balloon bands fully intact. A 1.5cc syringe is attached to the balloon extension. The catheter unit contains no balloon, only the bands. Visual inspection of the bands show that bands are clean cut at both the distal and proximal end. There are no jagged edges. The catheter unit is also very clean, with no indication that the unit was used in vivo. The house retain sample was physically tested and the reported defect could not be reproduced. No manufacturing defects could be detected in the returned unit. Therefore no specific conclusions can be drawn.